Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) italy alleging that her onetouch vita meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2014 at 03:30pm she obtained results of ¿157mg/dl and 195mg/dl¿ on the subject meter. The tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for precision. The patient detailed that she does not take any medication to manage her diabetes and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that one hour after the alleged meter inaccuracy she developed a symptom of her ¿heart beating hard¿ and that she self-treated with food or drink on (B)(6) 2014 at 04:40. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a severe hypoglycemic event after the meter inaccuracy.